Event description:
It was reported that the patient presented to the hospital following multiple episodes of presyncope. It was further reported that pacing inhibition from oversensing was suspected. Upon interrogation a lead warning was noted and the device was observed to have switched polarities to unipolar. The patient was transferred to a second hospital and device interrogation indicated a lead warning related to a spike in the impedance trend. Provocative testing was attempted and did not produce any loss of capture or sensing issues. The impedance level was noted to have dropped in half from approximately 450 ohms. An xray was performed and did not reveal any lead related issues. The lead was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: (B)(4) the full lead was returned, analyzed and the outer insulation of the lead developed a breach due to a depression while in vivo.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: addrl1 implantable pulse generator (ipg) implanted: (B)(6) 2012. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.